Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the generator does not work, was confirmed. The following defects were found with the device upon evaluation: tamper-proof seal was damaged. Footswitch connector loose 5 pin socket corroded by fluid. There was a cut in the membrane switch panel. The defective electrical connector was replaced along with the plug for connecting the handpiece and the physically damaged front panel, a mechanical upgrade was performed, socket connection between the ID and rf boards was secured with silicone sealant, and the device was cleaned, newly calibrated, repaired, tested and found to be fully functional. The physical damage to the membrane switch panel and the loose foot switch connector are most likely a result of user mishandling of the device. Also fluid ingress into the device is the root cause of the corrosion of the 5-way socket assembly. The damaged tamper-proof seal is an indication that someone not authorized has opened the device. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the generator device did not work. During in-house engineering evaluation, it was determined that the 5 pin socket on the device was corroded by fluid. There was no procedure nor patient involvement reported. No additional information was provided.